Event description:
It was reported by the customer that the bd pyxis¿ medbank tower had issue with drawers on that cabinet. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet had powered down and the all-in-one was off and drawers two, four, six, eight, ten, and twelve were all showing yellow and were not configured. A field service engineer (fse) checked all connections, powered the cabinet back on, and powered the all-in-one back on. After logging in and testing all drawers in the test program. Medbank ran a firmware update, which took quite a while to complete, and rebooted the station after the firmware fix was applied to resolve the issue. The station had appeared online. The system functioned as intended after the field service engineer repaired the device.